Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on (B)(6) 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Visual inspection of returned material revealed exposed wires to right angle ext cable and a defective i3 pcb board usb top port. During the investigation, visual inspection revealed that the power extension connector was seated in the connector cover. No software malfunctions or anomalies were observed. A golden right ang ext cable was used for performance testing due to exposed wires to the one returned. The unit powered on successfully in conjunction with golden right ang ext cable with the power supply connected directly to it. Additional complaint of defective i3 pcb board usb top port caused no performance issue to outcome of test results only cosmetic damage. Unit passed diagnostic test. Complaint of ¿frayed wires¿ confirmed. Unit determined to have power malfunction due to damage to right ang ext cable. Additional complaint of ¿defective pcb board usb top port¿ confirmed. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed.